Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of peg detached. Block h10: an endovive safety peg tube and rigid tubing were returned for analysis. No defects were noted, the tubing was intact when it arrived. Visual assessment was performed on the joint where the peg tube meets the rigid tubing. No damage or defect was noted. Gentle pressure was applied to the joint by grasping the peg tube and rigid tubing in each hand and pulling them apart, but the peg tube would not detach from the joint. Therefore, the reported event of peg detached was not confirmed. Based on the condition of the returned device, engineers determined that product analysis was unable to find any defect with the returned device. Boston scientific has determined the most probable cause of this complaint is no problem detected. The correct complaint device was returned. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached as it was pulled through the stoma. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached as it was pulled through the stoma. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.